Manufacturer narrative:
Patient code- (B)(4) no longer apply to this event. Device code- (B)(4) no longer applies to this event. Eval code- 92 no longer applies to this event. Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional (hcp) via manufacturer representative (rep). It was reported that the patient situation was resolved. The pump was not malfunctioning. To the rep's knowledge the patient was discharged home without diagnosis of her symptom. The hcp was notified. The rep did not know the patient's weight or medical history. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving hydromorphone, 10.0 mg/ml concentration at 0.720 mg/day dose, bupivacaine, 7.0 mg/ml concentration at 0.5038 mg/day dose and baclofen, 25.0 mcg/ml concentration at 17.99 mcg/day dose via intrathecal drug delivery pump for non-malignant pain. It was reported that patient was hospitalized and just got home. Patient stated while she was in the emergency room of the hospital, she was having problems with her pump. Patient stated that she was going through withdrawal and was very sick. Patient believed the pump was malfunctioning. Patient stated the manufacturer representative (rep) came to the hospital to check on the pump and the patient programmer. Patient stated she did not know what the rep did but she had a report but needed someone to translate it. Patient stated that she had a stroke and it was hard for her to leave her home. Patient stated she was found on the floor and rushed to the hospital. Patient's current status was reported to be "situation was resolved". Patient stated that she was no longer having withdrawals. No further complications were reported.